Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited high impedance. No known procedures were performed. The patient's condition was unknown.

Event description:
New information received notes that the right ventricular lead exhibited high pacing impedance. The reported lead was capped and replaced. The patient was in stable condition.